Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, 25mm amplatzer pfo occluder was chosen for implant using a 9f amplatzer torqvue delivery system. During procedure, the device was removed due to mis-sizing. The device never released from the cable. A new 35mm amplatzer pfo occluder was chosen and successfully implanted. On (B)(6) 2020, prior to discharge, anemia and hematoma at groin was confirmed, manual compression was conducted. On (B)(6) 2020, blood transfusion was conducted. The issue was resolved without sequelae on (B)(6), 2020. The physician mentioned the issue was possibly related to the implant procedure. On (B)(6) 2020, the patient was reported discharged from the hospital without sequelae. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2020, 25mm amplatzer pfo occluder was chosen for implant using a 9f amplatzer torqvue delivery system. During procedure, the device was removed due to mis-sizing. The device never released from the cable. A new 35mm amplatzer pfo occluder was chosen and successfully implanted. On (B)(6) 2020, prior to discharge, anemia and hematoma at groin was confirmed, manual compression was conducted. On (B)(6) 2020, blood transfusion was conducted. The issue was resolved without sequelae on (B)(6) 2020. The physician mentioned the issue was possibly related to the implant procedure. On (B)(6) 2020, the patient was reported discharged from the hospital without sequelae. The patient was reported stable.

Manufacturer narrative:
An event of anemia and hematoma was reported. During procedure, a 25 mm pfo device was removed due to mis-sizing and a 35 mm device was implanted. It was also reported that manual compression and blood transfusion were conducted and the event was resolved without sequelae. The patient was reported as stable. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.